Event description:
It was reported that inflation could not be maintained on one (1) size 5.0 plc pediatric cuffed long tracheostomy tube. This was detected after the device was in use approximately tw0 (2) weeks. There was no reported pt injury. The device is reportedly available to be returned to the MFR for identification, analysis and investigation. As of this date, the device has not been received by the MFR. One (1) size 5.0 plc device was returned to the MFR for decontamination, analysis and investigation.